Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received lower adc device scan result of 68 mg/dl compared to blood glucose readings of 168 mg/dl and 200 mg/dl respectively obtained on a built-in reader and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.